Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this pacemaker system revealed retrograde conduction with sudden brady response (sbr) pacing in the ventricle, and this patient typically atrial paces. Upon further review, a premature ventricular contraction (pvc) was observed, resulting in an undersensed atrial signal. This impacted timing, which resulted in an undersensed ventricular signal followed by ventricular pace. Atrial undersensing was then observed leading into the sbr episode. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.